Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was hospitalized for illness not diabetes related but was experiencing lows. Customer was advised to disconnect from the device. The drive support cap was reported normal. Customer did not change the time when time change occurred. Customer was advised to monitor the device. Customer's blood glucose was 45 mg/dl. They started around 45 mg/dl. Self test was performed. No further information reported.